Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the balloon popped on the short port. The case was completed using a replacement device. No patient complications were reported.